Event description:
No injury was reported. In specific use scenarios one of the primus tools, the chop lift bar, could get accidentally disengaged from the connecting hook that might cause the client to lose balance.

Manufacturer narrative:
There is no need to return the device or the device components to bte as the problem is not related to nonconforming parts. The investigation is being conducted using parts from inventory. The problem cannot occur with any other tool or attachment.